Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today no sample for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. A complaints history review has been run using the lot and product code numbers provided, there have been no further reports of this issue. Potential causes for failure to maintain vacuum and trigger leak alarm are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised the pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our pico experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our pico experts have provided a report of the analysis undertaken, this confirmed that the device was tested prior to being disassembled for assessment ¿ the device performed as expected without issue. No batteries were returned with the pump preventing assessment of the battery condition. A device history record review was carried out for lot: 1813. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product. A complaints history review was carried out which showed that no issues of this nature have previously been reported. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported that the machine has internal air leakage. Initially the system worked perfectly. After 2 days the system started to alarm leak. The customer changed the dressing and the alarm kept up. However, he changed his machine and kept the dressing and everything worked perfectly.